Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced poor performance with device use. Reprogramming attempts were made; however, the issue could not be resolved. The patient has discontinued use of the device.